Event description:
It was reported that the device had overpressure". The problem was discovered during testing. An overpressure message kept popping up and changing the cassette with a new one did not fix the error.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to alarm overpressure during pressure testing, and the downstream occlusion (dso) sensor needed to get calibrated/exchanged. The pump was in good condition, and no physical damage was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.